Manufacturer narrative:
Additional information was requested but has not yet been received. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that when taking the syringe off the end of ngt to check placement of tube, the tip of the tube (purple connection) where the syringe connects fell off. Ngt was removed and a new one was placed without difficulty.

Manufacturer narrative:
The lot number was not provided due to the product packaging being discarded. A review of the device history record (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. One (1) unsealed sample was provided for evaluation. Visual inspection was performed and separation of the purple connector was observed. Similar reported conditions resulted in a CAPA being opened in order to determine the root cause and implement the appropriated corrective action(s). The actions of this CAPA will apply to the feeding tubes product family. It has been concluded that the potential root cause of this issue occurred because adhesive application step was skipped because process does not ensure to apply adhesive on tube before plug in purple cap and there is not further in process inspection through the steps of product manufacturing to ensure cap is bonded to tube. The proposed action plan in this CAPA is as follows: 1) add process. 100% in process inspection or robust sample size to ensure population of lot manufactured is bonded or will not present cap disconnection; 2) create fixture or semiautomatic tensile test (not destructive) machine to pull cap and tube to ensure adhesive was applied; 3) update standard work instructions to add 100% in process inspection with a fixture or semiautomatic machine. The reported customer complaint is confirmed. A root cause could not be determined. A potential root cause was identified as adhesive application step was skipped because process does not ensure to apply adhesive on tube before plug in purple cap and there is not further in process inspection through the steps of product manufacturing to ensure cap is bonded to tube. A CAPA is currently open with corrective and preventative actions identified. This complaint will be utilized for tracking and trending purposes.